Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
Dr. Removed the tibila tower using the slotted hammer with the punch and punch adapter inside of the tower. Once the assembly was clear of the patient, the front right spike on the underside of the tibial tower fell off onto the surgical drape. Standard surgical protocol was followed, there was no delay to the case, the patient was unaffected and the case was completed successfully.